Manufacturer narrative:
Event date: corrected from (B) (4) 1938 to (B) (4) 2009. (B) (4).

Event description:
(B) (4). Same case as MFR report #: 2134265-2010-01774. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient died. The index procedure treated the de novo, 90% stenosed 3.5x60mm target lesion located in the distal right coronary artery (rca). Treatment utilized a direct stent technique and placed two overlapping 3.5x32mm taxus express2 study stents. Post dilation was performed with an unspecified 4.0x20mm balloon. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis and timi 3 flow. The patient was discharged 3 days later on bayaspirin and pletaal. No anginal symptoms were present at the 1, 6, 9 & 12 month follow up visits. In (B) (6) 2009, the patient was hospitalized with congestive heart failure (chf). Lasix was administered with improved outcome in (B) (6) 2009. In (B) (6) 2010, the patient again developed chf and also pneumonitis and was hospitalized. The physician noted that the patient had developed chf several times before the index procedure and was under treatment for chronic renal failure and cardiac valvular disease. Additionally, the patient supervened pneumonitis related to decreased strength. Treatment during hospitalization included lasix, albumin, aldactone and oxygen. The patient died 8 days later. No autopsy was performed. Per the physician, the study stents were "unrelated" to the adverse events.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). Same case as MFR report #: 2134265-2010-01774. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient died. The index procedure treated the de novo, 90% stenosed 3.5x60mm target lesion located in the distal right coronary artery (rca). Treatment utilized a direct stent technique and placed two overlapping 3.5x32mm taxus express2 study stents. Post dilation was performed with an unspecified 4.0x20mm balloon. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis and timi 3 flow. The patient was discharged 3 days later on bayaspirin and pletaal. No anginal symptoms were present at the 1, 6, 9 & 12 month follow up visits. In (B) (6) 2009, the patient was hospitalized with congestive heart failure (chf). Lasix was administered with improved outcome in (B) (6) 2009. In (B) (6) 2010, the patient again developed chf and also pneumonitis and was hospitalized. The physician noted that the patient had developed chf several times before the index procedure and was under treatment for chronic renal failure and cardiac valvular disease. Additionally, the patient supervened pneumonitis related to decreased strength. Treatment during hospitalization included lasix, albumin, aldactone and oxygen. The patient died 8 days later. No autopsy was performed. Per the physician, the study stents were "unrelated" to the adverse events.